Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring and blockage of vaginal cavity to less than half its length; surgically opened up. It was reported that the patient underwent a cystoscopy; transvaginal suburethral tvt tape excision and repeat cystoscopy, on (B)(6) 2012 due to due to dyspareunia s/p transvaginal procedure. The patient underwent a hysterectomy/bso, vaginoscopy; lysis of adhesions; cystoscopy; excision of small sleeves of mesh located in the mid vagina, anterior and posterior vaginal walls on (B)(6) 2014 due to vaginal stenosis. No additional information was provided.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following implantation the patient experienced pain, dyspareunia, erosion, infection, and other problems related to the mesh. No additional information was provided.